Event description:
It was reported that there was an apparent lead fracture, increased impedance, and loss of sensing. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): proximal conductor fractured, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was breached (clavicle-rib crush), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and the outer insulation had a cosmetic depression; full lead returned and analyzed.